Event description:
It was reported to vyaire medical that the 3100 a hfov ventilator exoerienced low bias flow. At this time, it is unknown if there was any patient involvement associated with the reported failure.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
"Results of investigation: vyaire field service representative went onsite to evaluate the device. Bias flow would not adjust on arrival to 40 psi. Technician noticed pop off valve releasing air. Tried new circuit, bypassed low flow blender. Bias flow would now adjust properly. Pop off no longer releasing air. Bias flow now goes above 40 psi at max. Calibrated pr7 so bias flow max at 40lpm. Performed pneumatics calibration. Saw frequency ranges 4-16. Calibrated hz meter. Now ranges 3-15 accurately. Final checks and uni passed test. Unit operates to manufacturer specifications. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.